Event description:
In 2009, the patient reported issues with the up and down buttons of her infusion device and her blood glucose was elevated to 300-400 mg/cl. She stated that she bolused for elevated blood glucose but she does not believe she received the insulin. Her normal blood glucose range is 90-135 mg/dl. She stated that her blood glucose measured over 300 mg/dl at 3:00am and she "thought she took insulin" but her blood glucose measured 284 mg/dl when she woke up. She stated that the infusion device has not been dropped or exposed to water. She switched to another infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.